Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause can be attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left, item# 42500606201, lot# 64160517, natural tibia cemented 5 degree stemmed left, item# 42532007101, lot# 64074864. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six days post implantation due to the incorrect size implant being implanted. There is no additional information at this time.